Event description:
Additional information received that patient's programmer displayed received end of service message few months ago. As a result, patient underwent surgical intervention where in the ipg was explanted and replaced.

Manufacturer narrative:
Correction : section h6: correct device code has been added to this report. Correction : section e1: the correct physician is added to this record. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that patient's ipg would not communicate with external device. That is all the information available for now.